Manufacturer narrative:
Internal file number - (B)(4). As it is not known which of the two xtr clips, cds0601-xtr 81120u135 or 81109u164, had the single leaflet device attachment (slda), the lot history records were reviewed for both clips: part / lot : cds0601(xtr) / 81120u135, date of manufacture: 20-nov-2018, expiration date: 20-nov-2019. Part / lot : cds0601(xtr) / 81109u164 , date of manufacture: 09-nov-2018, expiration date: 9-nov-2019 . The device was not returned for analysis. A review of the lot history records identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history did not indicate a lot-specific quality issue at this time. It should be noted that the reported patient effect of worsening mitral regurgitation (mr) as listed in the mitraclip system instructions for use is a known possible complication associated with mitraclip procedures. All available information was investigated and a definitive cause for the reported single leaflet device attachment (slda) in this incident could not be determined. The reported worsening mr was due to the reported slda. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The lot number is reported as unk since it could not be confirmed which of the two clips (lot number 81120u135 or 81109u164) resulted in single leaflet device attachment (slda). The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information. The mitraclip (cds0601-ntr/ 80802u170), referenced, is filed under another manufacturer report number.

Event description:
This report is filed for single leaflet device attachment on the mitral valve. It was reported that, on (B)(6) 2019, the index mitraclip procedure was performed, treating mixed mitral regurgitation (mr) grade 4 and tricuspid regurgitation grade 4+. Three mitraclips (cds0601-ntr/ 80802u170, cds0601-xtr/81120u135 and cds0601-xtr/ 81109u164) were successfully implanted in the mitral valve without any device issues. The clips were implanted at the intended areas and were stable and well seated, however, there was no mr reduction. The mr remained grade 4. The mitral valve mean pressure gradient was 6-8mmhg. No treatment was provided for the stenosis. Additionally, two clips were implanted in the tricuspid valve. On (B)(6) 2019, a second procedure was performed as mr was grade 4-torrential and one of the two mitraclip xtr clips in the mitral valve (81120u135 or 81109u164) had detached from the anterior leaflet but remained attached to the posterior leaflet (single leaflet device attachment-slda). The identification number of the slda clip could not be determined. As treatment, two additional clips were implanted, one lateral and one medial to the slda clip, reducing the mr to grade 3. The patient is in stable condition. No additional information was provided regarding this issue.